Event description:
It was initially reported that the zimmer electric dermatome had a power switch on the device that was requested get replaced. Add'l clinical info determined that the event occurred during a surgery. During surgery, a screw in the device fell out, however they were able to recover the screw and complete the surgery, no alternate device was retrieved although one was available. There was no harm to the pt and there was a minimal delay of 5-10 minutes.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/13/2014 and has no repair history at zimmer surgical. Eval of the device observed the throttle lever was detached from the handpiece and the spring and spring pins were missing. Prior to repair, the device met calibration specs at all tested thickness settings. Repair of the device included reattachment of the throttle lever and replacement of the standard repair parts. Post repair analysis, revealed that the motor performed within specs. The cause of the reported issue was most likely improper handling causing the throttle lever to become detached from the handpiece and the missing spring and spring pins, which most likely caused the customer's reported event. The device was serviced and returned to the customer.